Event description:
It was reported that when getting into the chair the 'welding at one of the joints on the crossbar snapped' causing him to fall 'backwards' and hit his head.

Manufacturer narrative:
It was reported that ¿The frame cracked when the end user went to sit in the wheelchair which resulted in him falling and hitting his head. However, he did not seek medical attention. The end user was reported as a 22-year-old male. The wheelchair was used daily by the end user prior to the event. The product was purchased less than six months before the reported incident.¿¿There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated. This Medical Device Report (MDR) is being submitted as part of retrospective review activities, which include review of historical data in accordance with regulations at 21 CFR Part 803. The information included in this MDR reflects the information reasonably known to the manufacturer at the time of this retrospective review and submission.